Event description:
The customer reported that he was treated nine times by the paramedics due to low blood glucose levels. Five times at work, and four times at home. The customer stated that he was getting false sensor glucose readings during these events. The customer stated that his blood glucose was 24 mg/dl on his most recent event. The customer also reported a sensor error alarm after inserting a new sensor. The customer also stated that he has never had training on the insulin pump or the sensors, other than how to insert the infusion sets and sensors. Advised the customer that his local insulin pump trainer would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-91051.